Event description:
During a pumping session, a customer in denmark reported receiving alarm 20 on their device, as verified in the pump history, which prompted a cartridge alarm issue. The customer refused to disclose their blood glucose level at the time of the event, leaving it unreported. As a resolution, tandem technical support confirmed the need for a pump replacement under warranty. The customer was instructed to return the faulty pump and was provided with a new replacement pump, however, they chose not to disclose any information about their backup therapy plan.